Event description:
Doctor reported that there was no implant inside the vial. Another implant was placed to finish the procedure.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h11: additional narrative zimvie received one (1) tsx37b11, (tsx¿ implant, 3.7mmd, 11.5mml) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent dried blood attached to its external threads, and internal drive feature. The implant was returned inside an autoclave bag/pouch. However, the implant's original packaging/outer box, inner and outer vials were not returned for evaluation. Therefore, the reported coob complaint is unconfirmed since no apparent malfunction was identified with the returned implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2120026834. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120026834 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿incorrect component quantity¿ a definitive root cause could not be determined since the packaging malfunction did not occur, and the reported event has been unconfirmed following visual and physical evaluation. Therefore, based on the available information, a packaging malfunction did not occur. The reported event/coob was unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.